Event description:
It was reported that during preparation of the .014 ht command guidewire (gw) the coating of the gw was coming off onto the physician's gloves. The gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another command gw was used in the procedure. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated coating. There is no indication of a product quality issue with respect to manufacture, design, or labeling.